Event description:
Device 2 of 2. Reference MFR. Report # 3006705815-2019-00841. Follow up revealed the patient had surgical intervention to revise the leads, both leads were noted to be fractured. It was reported that effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00841. It was reported the patient was not receiving therapy from the scs system due to high impedance. Surgical intervention is being considered to address the issue.